Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The reporter indicated the lens was explanted due to low vaulting and the lens was implanted upside down. The lens had a refractive surprise. The patient experienced elevated intraocular pressure (iop), loss of best-corrected visual acuity and a retinal detachment.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Medical review - while the lens is being ejected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. An icl implanted upside-down could lead to (but not exclusively): low vault, elevated iop, lens touch, angle narrowing or angle closure, uveal pressure to ciliary body and posterior iris, pigment dispersion, iris atrophy, etc. A prompt surgical management aimed to remove and replace this lens with a new one with proper orientation, is needed to preclude further adverse events. Based on the complaint history, work order search and medical review, the most probable cause of the event was user's error while loading/injecting the lens in the anterior chamber. Furthermore, the lens was inadvertently implanted upside-down in the posterior chamber and behind the iris. (B)(4).

Event description:
Additional information received - the retina was repaired on (B)(6) 2014. After explant of the icl, the ocular structures appear normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. (B)(4).